Manufacturer narrative:
Eval result - bumper strip, bumper channel.

Event description:
It was reported by service report that there were sharp edges present, the side rails would not stay latched up and the brakes are not holding. The customer could not determine if there was pt involvement of if there were adverse consequences to report.